Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported complaint cannot be determined. If the instrument is returned and or if additional information is received, a follow up MDR will be submitted.

Event description:
It was reported that during a da vinci s colectomy procedure, the tenaculum forceps instrument stopped working. When the surgical staff removed the instrument it was noticed that a plastic piece near the tip was missing. The missing piece was not observed to have fallen in the patient and additional exploration of the patient by the surgical staff could not confirm that the piece fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned for evaluation. Per the customer reported complaint, engineering confirmed the distal end of the instrument is broken. The distal clevis ear on the opposite side of the conductor wire is broken at the base of the clevis ear. The detached ear piece, measuring approximately .300 x .215 inches, was not returned. The extruded boss on the yaw pulley hub that mates with the clevis ear is broken off and the conductor cap is missing. Also observed, the instrument is broken at the proximal clevis to main tube interface and the clevis is dislodged from the main tube as a result. Both the proximal clevis and main tube are missing pieces. Electrical continuity passed. No other damage was found.